Manufacturer narrative:
The device will not be forwarded to the manufacturing site for investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4).

Event description:
According to the information received, damage to cautery cord in bipolar turp procedure, proximal end melted. No death or (unanticipated) serious deterioration in state of health reported.